Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up in backup vvi. Further troubleshooting could not be performed. Device replacement would be scheduled due to the device approaching elective replacement indicator (eri).

Manufacturer narrative:
Analysis was normal